Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2008 - pt was implanted with a bard ventralex hernia patch, for the repair of ventral incisional hernia. On (B)(6) 2010 - pt presented to hospital with drainage from her umbilicus, fever, chills and severe pain. A CT of her abdomen identified an abdominal wall defect at the level of her umbilicus with increased inflammation. It was noted by surgeon that there was bowel deep in the region of the defect and was intimately associated with the mesh, which could be related to fistula. The surgeon elected for exploratory surgery for removal of the ventralex mesh. On (B)(6) 2011 - pt underwent surgery for removal of the ventralex hernia mesh. The surgeon removed the ventralex mesh in it's entirety, irrigated the wound with bacitracin solution and dressed the wound. Attorney alleges fistula, pain, fever, chills, inflammation, additional surgery, permanent injury, "pain and suffering", defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided; however, the pt's attorney alleges the pt was treated for adhesions, which is a known possible adverse event listed in the IFU. The lot number provided in the attorney's report was invalid; therefore, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.